Manufacturer narrative:
Concomitant medical products. Device available for evaluation? Yes returned to manufacturer on: 09/04/2019 device evaluated by MFR . Device returned to manufacturer? Yes device evaluated by MFR : the device was evaluated by johnson & johnson surgical vision manufacturing center for investigation. Unsealed packaging was not confirmed. Peel strength (tray seal) shows the seal data is clearly within the upper and lower control limits. A review of records related to the device including labeling, complaint trending, and risk documentation was performed. The review revealed that there were no issues or non-conformities related to the product. The system and its components met all specifications prior to being released per supplier. Device manufacture date: correction: in initial report, the manufacture date 2/2/2019 was provided. The correct date is 2/2/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported upon opening the package that the seal was broken. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.